Manufacturer narrative:
As of today the device has not been returned for analysis. It is suspected that the device was buried with the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead had gradually rising pacing impedances, reaching greater than 2,000 ohms. It was suspected the lead had fractured, however, there was no noise on the lead or any issues with sensing or thresholds rising. Boston scientific technical services (ts) reviewed with the health care provider other possible causes of impedance changes, and discussed since all other measurements were stable they might want to monitor the lead. Additional information has been received that an in-clinic evaluation was completed and, except for the out of range high pacing impedance measurements, all other measurements were normal. There was no noise or inappropriate therapy delivery noted. A chest x-ray was also done and a fracture was not able to be confirmed. No reprogramming was done, and the plan was to continue to monitor the system through the patient's home remote monitoring system. No adverse patient effects were reported. Approximately one year later, the patient expired due to unspecified cause. At the time of the patient's death there were no product performance allegations.